Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Was reported that during an ilet training session a patient experienced hypoglycemia prior to device connection, was treated with oral glucose in repeated 15-gram doses over about one hour until blood glucose stabilized, was then connected to the ilet, later reported additional low blood sugars, and disclosed recent long-acting insulin use; the trainer corrected the patient¿s weight from 187 to 160 pounds in the system, after which glucose values stabilized in the 130s. Symptoms included hypoglycemia with a reported low of 41 mg/dl. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the trainer and analysis of information provided by the user and third party. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.